Event description:
It was reported that the patient implanted with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) was prescribed antibiotics due to a potential wound infection at the device implant site. Following antibiotic treatment, the device was noted to be visible due to erosion. The patient was admitted to the hospital with plans for a future explant procedure. Surgical intervention was undertaken. This electrode and s-ICD were explanted. No additional adverse patient effects were reported. The product was retained by the hospital and will not be returned.